Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm. Customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. No pump error 53 and pump error 56 noted during testing or in device history files however, unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 1 trace (vdd) on u1 keypad assembly.